Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/1/2023, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak inserter tip broke off in the patient's bone. The surgeon cycled the drill and kept the guide in place while inserting the fibertak. A slight resistance was encountered about 1 cm from the anchor's positive stop on the back of the guide. The surgeon continued to mallet until the inserter body was flush with the guide. When the inserter was pulled out, the surgeon realized that it was missing its tip and upon further investigation, the metal tip could be seen in the drill hole. Attempts were made to retrieve the fragments from the bone but were unsuccessful. This was discovered during a labral repair procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.